Manufacturer narrative:
No field service was requested. The account contacted the sales representative and stated that the system was no longer displaying the reported system message. No sample is expected to return. A root cause has not been identified. (B)(4).

Event description:
A hospital biomed reported that during surgery a system message was displayed. The system was exchanged and the surgery was completed. No harm or injury to the patient was reported.